Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. The customer troubleshot the issue on their own prior to contacting tandem technical support and stated that the fill tubing took 25 units when normally it takes around 10 units to observe insulin exiting the infusion set. The customer changed their cartridge resolving the occlusion alarm therefore the customer believed that the cartridge was the cause of the occlusion alarm. Reportedly, the cartridge had been in use for 5 days. Tandem technical support advised the customer to change their cartridge every 3 days. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.